Manufacturer narrative:
The investigation for the reported stroke/cva has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. As the necessary clinical information was not provided, the root cause of the stroke/cva was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 47-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the patient was noted to not be moving his right side. The patient was taken for CT head scan and results revealed a left anterior myocardial infarction and petechial hemorrhage. Heparin was discontinued due to petechial hemorrhage to minimize risk for hemorrhagic conversion.